Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. Cultures were taken and the organism was identified as psuedomonas and antibiotic was administered. The location of the infection was the mitral and tricuspid valves. The implantable pulse generator (ipg) system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.